Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident and expired after the family decided to withdraw care. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Hemorrhagic stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states by the ventricular assist device (vad) coordinator that this patient was found unresponsive after an episode of emesis at the rehab hospital. The patient's blood pressure was 118/94 and was emergently taken to an outside hospital for evaluation. The emergency room medical doctor reported to the vad coordinator that the patient was unresponsive, pupils fixed and dilated. A computed tomography scan of the head demonstrated a large intracranial bleed with midline shift. The family was notified of the prognosis and the decision was made to defer neuro surgery and provide pallative care only. The family requested lvad to be turned off. The vad coordinator via phone instructed outside hospital on how to turn off lvad at 18:45 patient then expired and was pronounced dead. The device was not returned to the manufacturer for evaluation.